Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while cutting the duodenum during a laparoscopic total gastrectomy procedure, the reload was stuck and could not be fired after firing 15mm. It was also reported that the reload could not be removed from the stapler. The device was replaced with a new instrument to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received engaged with the subject loading unit. The instrument firing knobs were retracted to the 60 mark and the articulation lever was in neutral position. During functional testing, interference was noted upon attempt to remove the subject loading unit from the instrument shaft. The loading unit was forcibly removed from the shaft. The instrument was then loaded with a single use loading unit. The instrument and loading unit were applied to test media. All staples were placed, and test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while cutting the duodenum during a laparoscopic total gastrectomy procedure, the reload was stuck and could not be fired after firing 15mm. It was also reported that the reload could not be removed from the stapler. Both the reload and handle were replaced to complete the procedure. There was no patient injury.